Event description:
It was reported that following a device replacement, a patient¿s leaking symptoms were as bad or worse than before the replacement surgery. The patient never had therapeutic effect and was having the same problems she did with her last device. She was going through pads ¿like crazy,¿ it wasn¿t right, and she was very upset. The patient never had any relief and was doing the same as she was before she ever had the device implanted. The patient tried to increase stimulation, but it was too uncomfortable so she turned it back down. She was at 1.6 volts, had it up higher before but it was uncomfortable, she turned it down to 1.5 volts, and then she turned it back up to 1.6 volts and wasn¿t getting any relief. The patient only had the main program available and didn¿t have any other programs to switch to. She wanted to wait to set up an appointment with her doctor to make programming changes. A catheterization was done on (B)(6) 2014 and the patient didn¿t hear results. After catheterization, the patient was put on clindamycin. After the medication, the patient called the office because the medication wasn¿t helping. She wondered if they took the device out if it wasn¿t working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v952333, implanted: (B)(6) 2012, product type: lead. (B)(4).